Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse getting non-recoverable alarm 79. They have already turned the arctic sun device off/on, and alarm came back after about one hour. Advised this device should go to biomed. Confirmed they have another device available. Explained how to decrease the duration of cooling on new device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. A risk review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse getting non-recoverable alarm 79. They have already turned the arctic sun device off/on, and alarm came back after about one hour. Advised this device should go to biomed. Confirmed they have another device available. Explained how to decrease the duration of cooling on new device.